Event description:
It was reported that during routine follow-up, noise was observed. The patient received inappropriate high voltage therapy due to oversensing of noise. Lead fracture was suspected. The lead was capped and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.